Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that when the lead was tested before positioning, that the lead helix would not extend with about 20 rotations. It was noted that the lead was vibrated and shaken but the helix condition did not change. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.